Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed a gravity test on surgeon side console (ssc) to verify system functionality; however, the test did not pass. A gravity calibration was subsequently performed to restore proper system performance and address the reported issue. The system was tested and verified as ready for use. The probable root cause is attributed to an out-of-specific gravity compensation on the right master controller on ssc, causing drift during operation. This issue can be resolved by performing a gravity calibration on the affected ssc.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the surgeon was experiencing drift at the right master controller. An intuitive surgical inc. (Isi) technical support engineer (tse) reinforced the recommendation that the surgeon maintain positive control of the master controller all time. The procedure was completed with no reported injury.